Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event related to technical error and patient condition. Analysis: upon receipt at medtronic's quality laboratory, the valve was distorted; oval shaped. A couple pledgets remained attached to the sewing ring as well as embedded in host tissue on the inflow adjacent to the non-coronary and left cusps. Green and white multifilament sutures with long suture tails remained attached to the sewing ring. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. Tears and abrasions through the free margin and lunula of all cusps appeared to be due to long suture tail wear and/or contact with the bias cloth. With the sewing ring removed adjacent to the left cusp, the characteristic of the large tear suggested contact with a long suture tail in addition to contact with the bias cloth. Remnants of pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary and left cusps, extending along the inflow margin of attachment, into the right non-coronary and non-coronary left inferior coaptive and 1 to 2 mm onto all cusps slightly reducing the inflow orifice area. Radiography showed mineralization in the host tissue adjacent to the right cusp, non-coronary left stent post and outflow rail of the non-coronary cusp. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis findings of tears and abrasions were due to suture tail wear and contact with the bias cloth. These findings are considered a technical error. Additionally, reduced performance of the valve was attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that the patient implanted with this bioprosthetic valve was complaining of difficulty breathing and pulmonary edema since initial implant. Echocardiography demonstrated aortic insufficiency (ai). Upon reopening, the patient and before explanting the valve, the surgeon observed a tear in one cusp and pannus covering all sutures.